Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a system error 352 was not reproduced however, a system error 322 was produced. A review of the event history log revealed no system error 352 messages. Multiple 'system error 322' messages observed in potential relation to the allegation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue 'system error 352', with no action required to address the allegation. The reported condition was verified as a system error 322 with the discrepancy resulting from a syntax error. The cause was identified to be a failed lower link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump system error 352 "optical snsr toggle error¿. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.